Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient had a decrease in impedance of the atrial lead with noise noted on the lead. Lead insulation degradation was suspected. Programming was changed and the lead remains in use.